Event description:
Md office unable to draw blood out of port. Sent to mslc for a port check on 1/10/2020. Findings were: left-side mediport was accessed under fluoroscopic visualization. Contrast was injected and there was extravasation noted from the mediport catheter at the level of the left clavicle in the subcutaneous tissues. FDA safety report ID # (B)(4).